Event description:
The peritoneal dialysis (pd) patient called tech support regarding a m21-10 "invalid sensor reading" message in drain 3 of his treatment. Additionally, he stated that the cycler is making clicking noises during reboot process and was requesting a replacement cycler. During this call, he reported that on (B)(6) 2013 he manually drained 4000ml following fill 1 (2000ml) because he felt full and nauseated; data provided below: fill 1: 2000ml, drain 0: 829ml, manual drain 1: 4000ml. The reported large manual drain volume exceeds the 180% drain criteria (drain volume/prescribed fill > 180% - 4000ml/2000ml = 200%) for a reportable device malfunction. A request for additional information has been made. This MDR includes all information provided to date.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained occurred manually following fill 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.